Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was "alarming without battery." It was reported that the issue occurred during testing and that there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation the pump passed all functional tests. The batteries were removed and installed and no alarm occurred. Based on the investigation, the complaint allegation was not confirmed.